Event description:
As reported in the journal of vascular and interventional radiology may 2009: during retrieval of an optease filter with a buddy wire, the device migrated caudally, such that the caudal end was in the femoral access side. After retrieval with the buddy wire technique failed, a bilateral femoral access was created.

Manufacturer narrative:
Multiple attempts have been made to gather additional information, however, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Since the product or films of the procedure will not be returned, there is not enough information to draw a clinical conclusion between the device and the event.